Manufacturer narrative:
Evaluation of the returned unit found the nurse call feature worked properly when in use with a magnet. However, the unit did not sound when in use with a sensor pad due to a damaged sensor receptacle. Based on the age of the device, it is likely that normal wear and tear contributed to the malfunction. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
Customer reported the alarm does not sound at the nurse's station. The date the issue was discovered is unknown and no patient incident or injury was reported.